Manufacturer narrative:
The device was not available for evaluation. The exact cause of the reported issue cannot be ascertained.

Event description:
It was reported that a revision was done for locking caps that have popped out or come loose post-operatively.